Manufacturer narrative:
(B)(4). Concomitant medical products: nkii femoral, catalog #: 630700021, lot #: 61643564. Nkii cemented tibial baseplate, catalog #: 642001210, lot #: 61581026. Nkii poly patella, catalog #: 630107101, lot #: 61753037. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06215, 0001822565-2018-06216, 0001822565-2018-06218. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty and an irrigation and debridement due to wound infection. Subsequently, patient continues to experience swelling and limping.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient was experiencing swelling, and limping from right tka. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert natural-knee ii system, pain and swelling are known adverse of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.